Manufacturer narrative:
No product was returned for eval, accordingly, no conclusion can be drawn. This is one of three medwatch reports as the customer reported three separate units were involved. Reference the below MDR numbers for all associated. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.

Event description:
Customer reported that three units of synchron lx aqua calibrator level 2 leaked. No injuries were reported.